Manufacturer narrative:
Manufacturing review:a manufacturing review could not be conducted as the lot number was not provided. Visual inspection: the probe appeared to be clean. The lever was disengaged, which is expected for a used probe. The slider was pulled out from the slider cover, indicating that the clutch wheel was not engaging the internal gears, and that the probe was in prime/pierce mode. The cannula driver was in the initial position. The sample notch was retracted 15 cm into the cutting cannula. The gears were slightly misaligned. No other visual anomalies noted. Functional/performance evaluation:functional testing could not be performed with the probe due returned sample condition. The sample notch and cutting cannula were separated and the sample notch and toothed rack appeared to be clean. The toothed rack was found to be broken 8.8cm from the proximal end. The probe cover plate was removed to inspect the internal components. The gears were noted to be intact and undamaged. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion:the investigation is confirmed for a break, as the returned probe had a broken toothed rack. The investigation is inconclusive for device inoperable, as functional testing could not be performed due to broken toothed rack. The root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Labeling review:the current finesse probe IFU states: warnings:do not resterilize finesse® ultra biopsy probes. After resterilization, the sterility of the probe is not guaranteed because of an indeterminable degree of potential pyrogenic or microbial contamination which may lead to infectious complications. Cleaning, reprocessing and/or resterilizing the probe increases the probability that it will malfunction due to potential mechanical changes. Precautions: do not use the finesse® ultra biopsy probe without the integrated coaxial cannula. The integrated coaxial cannula may be removed after the biopsy to retain a track to the biopsy site when placing a tissue marker. Note: once a probe has been removed from the driver following a procedure, the probe cannot be re-inserted. If additional tissue samples are required, insert a new probe into the driver. Note: driver will initiate mechanical reset following probe removal. Do not insert a new probe prior to completion of this reset. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records cannot be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during preparation for an ultrasound guided breast biopsy, the probe was inserted into the driver and then went straight to red lights flashing. Another needle was used to perform the procedure. There was no patient involvement.